Manufacturer narrative:
(B)(4). Concomitant medical products: 15-106056 m2a-38 cup non flared sz 56mm 087070; x11-180311 bi-metric/x por nc lat 11x135 810820. The complaint was confirmed based on the surgical op notes that were provided. No complications were noted during the surgery. The complaint samples were not returned based on the hospital policy. Review of the device history records identified no deviations or anomalies that contribute to the reported event. A root cause cannot be identified based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03525.

Event description:
It was reported patient suffered blood loss of 1300 ml during revision of right total hip arthroplasty. No further patient consequences were reported.